Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had experienced elevated blood glucose (bg) that morning of 400mg/dl with mild nausea and rapid heart rate. The patient stated she treated her bg by changing the infusion set and delivering correction boluses. The patient stated that her bg came down to 180mg/dl and then increased to 257mg/dl. The patient noted that she had been experiencing elevated bgs over the previous weekend too. The patient stated she changed her cartridge four times due to elevated bgs. The patient denied any site or set issues. Customer technical support (cts) reviewed the pump and found all settings and histories were correct. Troubleshooting did not indicate any pump malfunction. The patient stated that she does experienced elevated bg prior to her menstrual cycle, and that she was due for her cycle in three days. Cts advised the patient that there may be an absorption issue, and that she should try changing her site. The patient was also advised to contact her healthcare provider to discuss potentially switching to a different infusion set for better absorption and the possible need for settings adjustments. The patient remained on the pump and stated she would try using a different insertion site. Although there was no pump defect identified during troubleshooting, this complaint is being reported based on the allegation that the patient experienced hyperglycemia with non-specific cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.